Event description:
It was reported that during a procedure involving the h1-m device, the nosecone component detached within the vessel, specifically in the superficial femoral artery, target lesion - soft tissue. No abnormalities reported in relation to anatomy. The IFU was followed. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. A 6f destination sheath and 014 ironman guidewire was used. Embolic protection was not used. The vessel was not pre-dilated and the vessel was post-dilated. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. The detachment occurred in the patients vessel as the device was being withdrawn after the procedure was completed. The detached component was safely removed from the patient by snaring. The procedure was completed without any health consequences or impact to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.